Event description:
A malfunction alarm occurred with the customer's pump, displaying a malfunction code 16. There was no adverse impact to the customer's blood glucose level. The customer was assisted in resetting the pump, but the same malfunction code recurred, leading to the decision to replace the pump. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery. The customer was also instructed on returning the malfunctioning pump to tandem.